Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the ngp 640g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump was under delivering insulin. The customer also stated that the insulin pump had time and date anomaly. The customer experienced high blood glucose level. The blood glucose level at the time of call was 23.6 mmol/l. No harm requiring medical intervention was reported. The device will not be returned for analysis.